Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that no abnormity noticed during right ventricular (rv) lead inspection prior to use. During rv lead implant procedure, the ventricular lead tip tested well in external test. However, during implant procedure, sensing was not ideal, physician changed position three times and the tip could not be screwed out on the fourth attempt. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.